Event description:
A 32mm amplatzer septal occluder (aso) was implanted in a patient on (B)(6) 2013. The following day, a very small pericardial effusion was observed but it stopped subsequently. No serious complications such as erosion was suspected. The patient presented with no symptoms and will be kept under observation.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that no erosion occurred.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.